Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced nuisance air in line alarms and upstream occlusion alarms at the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.